Event description:
It was reported by the customer that a pyxis es refrigerator experienced a pocket failure, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction found from the device. A field service engineer verified that the refrigerator opened and closed properly. Additionally, the engineer removed the shelves and gained access to the solenoids, where no problems were found. After rebooting the system, it was confirmed that the customer was able to do the inventory. The system functioned as intended after the field service engineer troubleshooted the device.